Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path. The patient alleges to non-specific symptoms experienced by the recall. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to a third party service center for evaluation. During the evaluation, there were no particles observed in the device and no evidence of foam degradation was found. There was dust and dirt found in the device, in addition, one error code was found in the error log and the system circuit board needs to be replaced. In conclusion, the device was scrapped.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path. The patient alleges to non-specific symptoms experienced by the recall. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.